Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. About 6 years have passed since the subject device was manufactured, it is assumed that the lever was worn out due to repeated use or that the lever was deteriorated due to user handling (attempting to pull out the video connector without lowering the lever or using the lever forcibly). As stated on the IFU (instruction for use) the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was evaluated. Inspection of the device using the test 180 scopes determined a faulty dr board, patient board. Lack of image inside mask was observed. Further inspection found locking lever on receptacle board no longer properly retain scope connector cables due to excessive stress. In addition, the unit was observed running old software version and needs to be replaced. Based on evaluation findings the reported failure was confirmed attributed to electronic component failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device is having connection issues. The device does not show anything on the screen when connecting processor to the scopes. There was no patient involvement on this event. No user injury reported.